Manufacturer narrative:
Unit was evaluated by providing dealer and no mechanical defects were found. Investigation by dealer reports the end user was seated in the f3 power chair while being loaded into a minivan. Reports are end user was backing up the ramp facing outward to the vehicle when the f3 allegedly tipped forward allowing the client to fall out of the seating to the ground which resulted in injury to the end user. Dealer reports the ramp being used was 4' in length and the vehicle floor height was reported to be approximately 16" in height resulting in a 18.5° angle of incline. Client was reportedly not wearing a positioning belt during this transition which if being used, could have prevented them from exiting the seating. Dealer reports having instructed the caregivers on the use of positioning belt and the ada guidelines of rise to run (1 foot of run per 1 inch of rise) when using a ramp to prevent extreme angles. The DHR was reviewed and unit was found to have been built according to specification. Device evaluated by distributor.

Event description:
Received report of while client was backing up a ramp to enter into their vehicle, the chair tipped forward which allowed the client to fall out of the seating to the ground. This fall resulted in reported fractures to both femurs, tibia and fibulas.